Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the iol was suddenly shot backwards through the capsular bag and disappeared to the back with great speed. According to the surgeon, the preparation of implantation went smoothly, the lens was pushed forward in the cartridge without any problems and the last five seconds of the delivery were fine. However, after five seconds nothing happened and the surgeon paused. In this last moment of delivery, the lens was shot with great speed and went to the back of the eye. A vitrectomy was performed to get the lens to the front. The surgery was delayed for one hour. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the device was returned. The plunger is fully deployed. No damage is observed. The lens was not returned. Viscoelastic was observed in the device. It is unk if the correct viscoelastic was used. The use of an unapproved viscoelastic may contribute to misfolding or other unpredictable outcomes, which may result in lens damage or improper delivery. Product history records were reviewed and the documentation indicated the product met released criteria. The product investigation could not determine a root cause. No damage or abnormalities were observed. Add'l info has been requested. (B)(4).